Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). H6: correction - 4115 was not captured on initial MDR when it should have concomitant medical products: correction -therapy date was updated from (B)(6) 2023.

Event description:
Subsequent to the initial MDR, a correction is required.